Event description:
It is reported by a consumer that his son experienced an infectious corneal ulcer in his left eye while wearing contact lenses. On the original date of the event, the consumer noticed a slight injection in his son's eye and he instructed him to remove his contact lenses and put on his glasses. The consumer's son reported that his eye was more bothersome without the contact lenses. The next morning, the son woke up in great pain, and that same morning visited a corneal specialist and was diagnosed with an ulcer in the left eye in the mid-periphery in the 8 o'clock position and about 1-2 mm in size. There was both mucupurulent and watery discharge present, and significant anterior chamber reaction, fibrin with cell and flare. However, a culture was not performed as the pt was showing improvement. There was also an epithelial defect in the infiltrate penetrating into the stroma, and corneal hazing, which he attributed to the fortified antibiotic. Treatment included besivance and vancomycin fortified 25%, each once every hour. Additional info received on (B)(4) 2012, stated that the consumer's son was showing improvement, but did not provide any other detailed info. Additional info received on (B)(4) 2012, stated that the customer's son has resolved and will continue contact lens wear in the future.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Retained product from the same lot was evaluated and all testing was found to be within specification. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).